Manufacturer narrative:
The manufacturer was notified of this event through the sure-avr patient registry. As it is unknown whether the event is related to the device, the event is being reported in a conservative manner. As the device was not explanted, no device investigation can be performed. Given that the device history record (DHR) does not contain any information that might indicate the role of the device in stroke events, no DHR review was performed. As reported in the perceval IFU, stroke is a known potential adverse event associated with cardiac valve replacement with a bioprosthesis: 'the risks or potential adverse events (in alphabetical order) associated with cardiac valve replacement with a bioprosthesis include, but may not be limited to: arrhythmias, cardiac tamponade, death, endocarditis, ... Thromboembolism, tissue dehiscence ...the previously mentioned adverse events and other adverse events may arise in response to the individual patient reactions to the implanted prosthesis." As reported by ruel et al, ""stroke is a devastating complication that may occur early or late after operation in patients with prosthetic heart valves and result from embolism, intracranial hemorrhage, or both. Although intracranial hemorrhage is a relatively rare event except in elderly anticoagulated patients, an embolic stroke may occur in virtually any patient and with any type of valve prosthesis. Risk factors for stroke in the general population include advanced age, atrial fibrillation, coronary artery disease, congestive heart failure, mitral annular calcification, hypertension, diabetes, and smoking. In patients with prosthetic heart valves, these and other patient-related characteristics could interplay with the design of the prosthesis, the site of implantation, and the adequateness of anticoagulation." Stroke is therefore a known, inherent risk of prosthetic valve replacements. Furthermore, the patient was at increased risk of stroke due to risk factors including previous cerebrovascular accident and a history of smoking. However, the root cause of the event ultimately cannot be determined. [1][1] ruel, marc, et al. ""Late incidence and determinants of stroke after aortic and mitral valve replacement."" The annals of thoracic surgery 78.1 (2004): 77-83."

Event description:
On (B)(6) 2017 a perceval size 25 mm was implanted via median sternotomy. On (B)(6) 2017, a the patient experienced a disabling stroke and/or tia. It is unknown whether the event was valve-related. The patient has a clinical history of smoking and experienced a previous non-disabling cerebrovascular accident.